Event description:
It was reported that the customer had a blood glucose value of 402 mg/dl. The customer expressed the following symptoms of high blood glucose levels: groggy and achy. Standard troubleshooting was performed. It was discovered that the cannula of the customer's unomedical infusion set was bent. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).